Event description:
Started out within 6 months of getting the allergan natrelle silicone implants. Began with fatigue and weight gains. Over the course of 5 years I developed hypothyroid symptoms. Total weight gain to date (over 5 years) is 60 pounds. Other symptoms include: fatigue, severe brain fog, memory loss, joint pain in wrist and ankles, systemic inflammation, couldn't get enough sleep(12-14 hours very common), blurry vision, dry/red eyes, lack of testosterone production (too low detect in tests), no libido, allergy/upper respiratory issues, vertigo, night sweats, ear ringing, head aches and ocular migraines, numbness in left hand pinky finder and palm, dehydration, chest pain, difficulty breathing, shortness of breath, anxiety, depression and panic attacks, reactivated ebv, positive ana test, diagnosis of asthma(recent diagnosis). Hashimoto¿s thyroiditis. Also prone to muscle pain and injury, constantly pulling muscles and tendonitis.